Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. A manufacturing record evaluation was performed for the finished device vcp684h, pbbdmgw0 number, and no non-conformances were identified. Additional h3 investigation summary: it was reported assembly product mix / incorrect component. Two pictures were received for analysis. A picture shows a sealed box of the product code vcp684g violet vicryl suture, and the second picture show the international ethicon catalogue description and the product code vcp684h is undyed vicryl suture. Upon the further investigation, it was concluded that the product was re-packed into a g-boxes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received four sealed boxes that pertain to the product code vcp684h. During the analysis, it showed that in the sealed boxes, the label read that the suture should be violet braided, and the foil packaging labels state that it should be undyed braided. As per the information in the product returned this is an incorrect print information. In addition, the foil packets were opened and it was observed that contain one undyed vicryl suture that corresponds to the product code vcp684h. Based on the information currently available, the incorrect raw material/ identification tag/ print information was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m product complaint # (B)(4). Date sent to the FDA: 9/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent shoulder repair on an unknown date and suture was used. The physical box was marked that strand is violet but the suture is an undyed suture. According to the scrub staff, there are some dyed and undyed suture in the same box and seems there was an issue with the product and packaging. There were no delays to the surgical procedure. The procedure was completed successfully. There were no adverse patient consequences reported. The device is used for subcutaneous closure by the orthopedic and plastic surgeons for breast procedures and the surgeons specifically want an undyed strand.